Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 24th of march 2023 getinge became aware of an issue with one of surgical lights - prismalix. As it was stated, upon the device inspection suspension screws were rusted. There was no injury reported, however, we decided to report the issue in abundance of caution as rusted screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was getinge technician. The correction of d4 catalog # and d4 version or model # deems required. This is based on the internal evaluation. Previous d4 catalog # ard567223241c. Corrected d4 catalog # ard567236993. Previous d4 version or model # ard567223241c. Corrected d4 version or model #ard567236993. Getinge became aware of an issue with one of surgical lights - prismalix. As it was stated, upon the device inspection suspension screws were rusted. There was no injury reported, however, we decided to report the issue in abundance of caution as rusted screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to rust such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does indicate if upon the event occurrence, the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, over the last 5 years, there was no serious injury or worse reported. We can assume that the failure ratio of rust on prismalix devices is very low. A technical evaluation of rust was performed by subject matter experts who stated that: the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by : - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. (Prismalix user manual 0113103 ed3g, page 9) to prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. (Prismalix user manual 0113103 ed3g, page 28). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.